Event description:
The account reported the right intermediate side rail will not latch. No pt injury reported.

Manufacturer narrative:
The technician found the bed in the hall way and the right intermediate side rail latch was gummed up with cleaner. The cleaner being used by the account have gummed up the shaft at the pivot point for the latch, causing the latch not to spring back. The technician cleaned and lubricated the right intermediate side rail latch to resolve the issue.